Event description:
It was reported that the patient experienced inappropriate antitachycardia pacing therapies. On (B)(6) 2017, the patient presented to the hospital. Review of the episodes strips showed either a lead to lead abrasion occurring causing the simultaneous noise on both the rv and atrial leads or the noise was environmental. On 08/08/2017, the right ventricular lead was capped and the atrial lead was reused. The patient tolerated the procedure well.